Manufacturer narrative:
No patient involvement reported. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Article & lot number do not match, therefore unable able to review DHR. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: during the checking of the loan set the breakage of the given instruments were detected. This complaint involves two parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Initially reported as (B)(6) 2016; should be (B)(6) 2016. Evaluation summary attached checked in error should have been not returned to manufacture. Manufacturing location: (B)(6). Manufacturing date: february 17, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of issue is unknown; however, the issue was discovered on march 1, 2016. Product investigation summary: the evaluation of the cleaning instrument has shown that the stardrive tip is deformed (bent inward) on one side at the forefront. Also, the forefront of the inner shaft is bent. There is no breakage visible on the device. In general, the instrument is in a very used condition with wear marks at the stardrive and the handle, and faded markings. The relevant dimensions cannot be verified anymore due to the damage at the tip. The manufacturing documents of this cleaning instrument were reviewed with no complaint related issues found. The used condition, along with the age of the device, speaks against a manufacturing related issue. Based on the provided information, the exact cause of this occurrence cannot be defined. The kind of the damage at the forefront is an indication for a hit (such as from a drop to the ground). Based on the provided information, no exact root cause can be defined. It is most likely that these damages were caused by inappropriate handling, but the age of the device may also have played a certain role. No product related fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.